Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported difficulty regulating flow; subsequently the pt received more IV fluid than intended. The tubing set was being used to deliver 1000ml of normal saline at a kvo rate using the cair clamp to regulate the flow. Reportedly, 75 minutes after the infusion was initiated, the normal saline bag was found empty. The anesthesiologist was notified. The ag of normal saline and the tubing set were replaced. A dial-a-flo extension tubing set was attached to the replacement tubing set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.